Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found the nozzle was clogged with foreign material. Based on the results of the investigation, a definitive root cause that led to the reported malfunction, could not be established. There was no deviation from IFU in reprocessing steps for the location where foreign material remained. No physical damage was found at the location. A device history review (DHR) revealed the following: whether the subject device was manufactured in accordance with its specifications we reviewed DHR, confirmed that the device was shipped in accordance with the specifications. Whether nonconformity of the subject device was identified in house the device had no nonconformity at manufacturing. This issue is addressed in the instructions for use (IFU): the suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited clogged nozzle due to foreign material. There were no reports of patient involvement.